Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that they can tell when their implant is "overcharged" because it will burn, sting, itch for several days. Pt said incident started about a couple of weeks ago. The patient was redirected to their healthcare provider to further address the issue. Pss documenting information given during call. Redirected caller: patient's hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.